Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) ¿(B)(4). Approximate age of device ¿ 1 year and 8 months. The explanted pump is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient¿s lactate dehydrogenase (ldh) increased from the 300 u/l range in (B)(6) 2017 to 1340 u/l on (B)(6) 2017. Pump powers and estimated flows were elevated despite anticoagulation with aspirin, brilinta and coumadin. The patient's inr was 1.9 with a target goal of 2.5-3. On (B)(6) 2017, the patient was seen in the clinic due to the elevated ldh and power elevations. The patient denied any heart failure symptoms or change in urine. A ramp echocardiogram revealed a normal left ventricular diastolic diameter of 5.5 cm. And the aortic valve was opening with every beat at 9800 rpm. The lvad speed was increased to 12,000 rpm but the left ventricle diastolic dimension remained relatively unchanged and the aortic valve continued to open with each beat. The patient was instructed to take 10 mg of coumadin and subcutaneous lovenox that evening and return to the hospital for admission for suspected pump thrombosis and a possible pump exchange on (B)(6) 2017. Upon admission, the patient reported having darker urine, but continued to deny any congestive heart failure symptoms. The patient was started on integrilin and heparin infusions. The ldh was 1,635 u/l despite a therapeutic inr of 2.5. A pump exchange was performed on (B)(6) 2017.

Manufacturer narrative:
The report of suspected thrombus and a specific cause for the reported elevated lactate dehydrogenase (ldh) could not be determined. The evaluation of the left ventricular assist system (lvas) did not reveal a device related issue. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. A small, post-explant deposition of dried blood was found loosely seated on the body of the rotor. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.